Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in the coronary artery. A 2.50 x 12mm synergy drug-eluting stent was advanced but it got stuck in the lesion. The device was removed by manipulating the guide catheter and found a damage on the mounted stent. The procedure was completed with another of same device. No patient complications nor serious injury were reported.